Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient reported that they were currently on a catheter because whenever she has any kind of procedure, such as the ens hooked up, her bladder stops working. On (B)(6) 2018 patient reported pain from procedure and that they got an unpleasant sensation from controller and turned it down. Patient also reported that when they pulled their catheter out, they were unable to urinate. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient had a problem with surgery and their anesthesia as well as noting that the surgery was very painful. There were no further complication reported or anticipated.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that patient bladder stopped and they stopped urinating as the event was reportable to a regulatory authority, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate the cause and what was done to resolve it and no response was received as the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. It was reported that the patient bladder stopped and they stopped urinating common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they had a bladder infection. No further complications were noted or anticipated

Manufacturer narrative:
Patient code corrected. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.